Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on reports from the field, the issue may be consistent with loss of contact with the patient's tissue.

Event description:
It was reported, during a clinic follow up that a false pause (asystole) episode was noted on the device, due to possible loss of tissue contact. Further investigation is anticipated to resolve the issue and the patient was stable with no adverse consequences reported.